Event description:
The ge oec 9800 fluoroscopy system displayed a communication failure. User stated system failed during a procedure.

Manufacturer narrative:
An ge oec service rep investigated the issue and found system fully operational. Review of the event log showed systems were mixed with improper workstations and mainframes. Failure noted would be indicative of workstation/mainframe mix-up. Systems are marked with serial numbers and mismatch would produce described malfunction. User error caused event. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient info with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.